Event description:
Using system during case and collimator cones down. C-arm went to all squares and all leds went out.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.